Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse did not observe a leak, but found that the manual probe was stuck in the out position. The fse replaced solenoid 24 and solenoid 9 to resolve the issue. Repairs were verified per established procedures. Bec internal identifier for this report is (B)(4).

Event description:
The customer reported a leak from the manual probe inside a coulter lh 780 hematology analyzer. The volume of the leak was approximately 2 ml and was not contained within the instrument. The instrument operator was wearing gloves and a lab coat at the time of the leak. There were no reports of direct contact with the leak. There were no erroneous results generated and patient treatment was not impacted in connection with this event.